Manufacturer narrative:
(B)(4). The customer reportedly replaced the printed circuit board (pcb) to resolve this issue. The failed pcb was requested for return and investigation; however, per the customer, the pcb was discarded and was unavailable for failure investigation.

Event description:
Covidien received information stating that during patient use, a "device alert" alarm occurred. The displayed appeared to be white and the breath deliver indicator light emitting diode (led) was lit. The patient was manually ventilated and then transferred to another ventilator as the ventilator stopped ventilating. There were no negative patient consequences reported.